Event description:
Reportedly, during pt use, the silence/reset button functioned automatically and the led was blinking. The alarm and the alarm message disappeared automatically. The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Though requested, pt info was not provided.